Manufacturer narrative:
Investigation summary: it was reported there were multiple defects with the products received. To aid in the investigation, ten samples received bulk packaged in a plastic bag and four photos were provided for evaluation by our quality team. A visual inspection was performed. No defects related to scale marking issues were observed. The four photos provided show some of the samples received. A device history record review was completed for provided material number 301035, lot number 1113393. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 127 bd¿ luer-lok syringes had scale marking issues. This complaint was created to capture the 3rd of 3 related incidents. The following information was provided by the initial reporter: "bad impression: 127 pieces."